Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. All the buttons functioned properly and no moisture damage on keypad traces or electronic assembly noted. The insulin pump had a cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratches on lcd window.